Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text: device not received.

Event description:
It was reported the patient underwent PICC catheterization in the dressing room due to chemotherapy. During the PICC catheterization process, it was found that the cannula sheath was not inserted with resistance and appeared rebound. The examination was withdrawn and the cannula sheath was bifurcated, and the PICC puncture kit was replaced immediately. No other adverse reactions were observed.